Event description:
Irn# (B)(4). Initial reporter´s narrative: the needles broke when the doctor was using it on a patient, they could take out the needle from the patients back without any harm to the patient.

Manufacturer narrative:
Event took place in sweden and has been reported through swedish distributor mediq. Based on risk assessment and clinical evaluation file is considered as closed.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distributor (B)(4). Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: the needles broke when the doctor was using it on a patient, they could take out the needle from the patient's back without any harm to the patient.